Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific balloon to treat a lesion in the sfa and popliteal artery. The device was prepped as per the IFU with no issues identified. It was reported that during the first inflation, the balloon twisted. The balloon was removed with no issues. The procedure was completed using another balloon. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube and a twist was found on the balloon at 52 mm from distal marker. The visual inspection did not report any other issue on the device. The device was flushed and an attempt to advance a 0.018¿ guide wire through the device was performed; it was not possible to successfully advance the guidewire due to the dry blood in the circuit. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated and observed with microscope: 2 bar: wrinkles on the balloon surface and a change in profile were detected in correspondence of the twist; 4 bar: it was showing slight signs of twist on the balloon surface. 7 bar: wrinkles no longer detected. A twist on the guidewire lumen was detected. 14 bar: a twist on the guidewire lumen was clearly detected. If information is provided in the future, a supplemental report will be issued.